Event description:
The CT technician was moving the percupump injector following injection and scan. As they moved the ceiling articulating arm, the arm broke off completely at it's attachment site to the down post. The articulating arm hit the technician on the top of the head and on the shoulder. The injector which swung down at the same time hit their lower leg area. They were taken to the e.r. And released to home, and has been seeing their doctor for follow up.